Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the bisector tip was significantly bent. Due to this defect, it was decided that the device was not safe to use to finish the vein harvest procedure. The defective device was immediately removed from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed that the bisector tip was significantly bent. Due to this defect, it was decided that the device was not safe to use to finish the vein harvest procedure. The defective device was immediately removed from the surgical field. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred tissue were observed on the jaws and metal of the shaft. The heater wire was observed to be slightly flexed away from the center of the jaws, but remained attached to both the base and the tip. The silicone insulation on both the hot and cold jaws was observed to be intact. No visual defects were observed regarding the silicone insulation. In addition, the shaft of the device was observed to be bent near the handle of the device. Based on the return condition of the device and the results of the evaluation, the reported failure "material twisted/bent; wire" and the analyzed failure, "material twisted/bent; shaft" were confirmed. The certificate of conformance was reviewed for flexible shaft. The vendors certify that all the device lot manufactured conforms to all the applicable product specifications.